Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that the side panel was broken. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the plexiglass on the warmer wall was broken. This is not a reportable malfunction.